Manufacturer narrative:
As reported through a literature review on a case study of a 1000g patient with a patent ductus arteriosus (pda) on high-frequency oscillation ventilation with poor echocardiographic windows. During procedure, while advancing the device to the right ventricular outflow tract, a pericardial effusion was noted via echocardiogram and 8ml of blood was drained percutaneously. A decision was made to abort the procedure. It was then reported 5 days later, pda closure was reattempted and successfully completed. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "mobile bedside ductus arteriosus closure in severely premature neonates using only echocardiographic guidance", was reviewed. The article presented a case study of a 1000g patient with a patent ductus arteriosus (pda) on high-frequency oscillation ventilation with poor echocardiographic windows. It was reported that on an unknown date, an unknown amplatzer piccolo occluder was chosen for implant. During procedure, while advancing the device to the right ventricular outflow tract, a pericardial effusion was noted via echocardiogram and 8ml of blood was drained percutaneously. A decision was made to abort the procedure. It was then reported 5 days later, pda closure was reattempted and successfully completed. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. [The primary and corresponding author was stanimir georgiev, congenital heart disease and pediatric cardiology, (B)(6).